Manufacturer narrative:
The edwards esheath was returned to edwards lifesciences for evaluation. Upon visual inspection of the overall device, a tear was discovered in the liner along distal 3¿ of the sheath shaft, extending from the distal sheath tip. Additionally, minor scratches were present on the sheath shaft. The sheath appeared to have expanded as designed. Slight liner delamination at distal tip with marker band present and intact. The sheath was flushed at the stopcock housing. With no device inserted, leakage was observed from the sheath housing through the proximal seals. The sheath shaft was cut and the sheath housing was disassembled. A gap was observed on the duckbill valve. Testing was not performed using a pressurized hemostasis chamber because a leak was observed during manual flushing, thus confirming the complaint for leakage. No relevant functional testing was performed due to the condition of the returned sheath. No measurements were taken on the duckbill valve because of the damage discovered during visual inspection. Due to the failure mode, no other components are suspected to contribute to the leak. The wall thickness of the liner was measured to ensure the liner thickness did not contribute to the liner tear. Due to the returned condition of the device, only one side of the liner was able to be measured. All measurements met the specifications for liner thickness. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint for sheath housing hemostasis leakage was confirmed, based on functional testing and visual inspection of the returned device during engineering evaluation. A leak was observed from the duckbill valve when the sheath was flushed without any devices or guidewire inserted. The function of the duckbill valve is to provide hemostasis when no devices or guidewires are inserted through the sheath. A gap was observed on the duckbill valve but a definitive cause of this gap was not able to be determined. Based on the case information provided and review of lot history, it was not possible to determine if the damage occurred during device manufacturing assembly or handling/usage of the device at the site. It is possible for the observed gap and a leak to occur if the duckbill valve is not fully seated in the sheath housing. Awareness training was performed. Although no manufacturing non-conformance was confirmed, a manufacturing issue could not be ruled out as a potential root cause. Therefore, awareness training was deemed to be an appropriate action and was performed. No further action is required at this time. Trending for this issue will continue to be monitored. The complaint for liner tear was confirmed through visual inspection of the returned device, but no manufacturing non-conformances were identified as the seam expanded as designed and the liner thickness measurements met specification. Past complaints have suggested that patient and/or procedural factors may have been involved in inducing liner tears; such as calcification and/or vessel tortuosity. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(6) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during preparation, after unpacking the 14fr esheath, it was noticed that fluid leaked through the seals while flushing it. No impact to the patient.